Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device delivered a shock, in which the patient went into sinus tachycardia and five inappropriate shocks were delivered. Therapy was exhausted. This device remains in service. No adverse patient effects were reported.